Manufacturer narrative:
Implant date: (B)(6) 2010; unknown date. Explant date: (B)(6) 2011; unknown date. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4) capture the patient had a limp/leg shortening. Manufacturing location: (B)(4). Manufacturing date: april 06, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in chile as follows: it was reported that a nail was found broken after eight (8) months. The nail was implanted in (B)(6) 2010 in a female (B)(6) patient. The nail was removed on (B)(6) 2011. It was reported the patient was somewhat limited; the patient had a limp/leg shortening. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3/h6: manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The nail was broken into two (2) parts and shows traces of utilization. The nail was broken at the distal drill hole. The diameter was measured close to the breakage, with the result that it meets the specifications. Also, it was checked, if the correct material was processed by the material test report. Based on this information, the complaint is rated as confirmed and not as valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. H11: corrected data: d3, g2 h6: an updated review of the device history records was completed. Verification of the manufacturing location was obtained and is as follows: manufacturing location: bettlach device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.